Event description:
Info rec'd indicates pump experienced error code 45.

Manufacturer narrative:
Error code 45 was found in the pump history log. The pump software was upgraded. Serial number (B)(4) is part of recall number z-1869-2011. This MDR is the result of a retrospective review for reportability.